Manufacturer narrative:
The smiths medical pump was returned for analysis in good physical condition. There was no evidence of the error in the event log. The device was started in the application and there were problems found with the device double beeping with a cassette attached which would cause the "no disposable" alarm. The downstream sensor was replaced to resolve the issue.

Event description:
Information was received indicating that a smiths medical cadd legacy pump was presenting with a "no disposable clamp tubing" alarm while running. There were no adverse events reported.